Manufacturer narrative:
Pump interrogation at medtronic european operations center indicated the pump was delivering baclofen 1000,0 æg/ml at 150,3 æg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported a motor stall occurred. Pump interrogation showed a motor stall message. The pump was replaced. The patient now felt fine and was receiving effective therapy. The issue was resolved. The patient's status was alive - no injury. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. The pump would be returned to the device manufacturer. It was unknown when the pump was implanted and explanted. It was unknown when the event occurred. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. If information is provided in the future, a supplemental report will be issued.